Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, as a temporary measure during an infection, the pacemaker was used off-label and connected to the associated ventricular lead outside of the patient¿s body. The lead was implanted via the jugular vein and the pacemaker remained external on the patient's neck/shoulder. The hospital is aware of this off-label usage. Initially, the pacemaker was pacing appropriately for approximately 5 minutes. The patient was sat up and pacing continued for another 5 minutes. The pacemaker was then interrogated and pacing spikes with no capture were observed. The patient had an asystolic episode due to either loss of output or capture. Cardiopulmonary resuscitation (CPR) and external pacing was required during the ventricular stand still. After the lead was reprogrammed in bipolar configuration with pacing amplitude of 7.5 v, normal pacing resumed.

Manufacturer narrative:
Based on preliminary analysis, it is suspected that the loss of capture occurred because the pacemaker was in unipolar configuration and not in contact with the patient's body.

Event description:
Reportedly, as a temporary measure during an infection, the pacemaker was used off-label and connected to the associated ventricular lead outside of the patient¿s body. The lead was implanted via the jugular vein and the pacemaker remained external on the patient's neck/shoulder. The hospital is aware of this off-label usage. Initially, the pacemaker was pacing appropriately for approximately 5 minutes. The patient was sat up and pacing continued for another 5 minutes. The pacemaker was then interrogated and pacing spikes with no capture were observed. The patient had an asystolic episode due to either loss of output or capture. Cardiopulmonary resuscitation (CPR) and external pacing was required during the ventricular standstill. After the lead was reprogrammed in bipolar configuration with pacing amplitude of 7.5 v, normal pacing resumed.

Event description:
Reportedly, as a temporary measure during an infection, the pacemaker was used off-label and connected to the associated ventricular lead outside of the patient¿s body. The lead was implanted via the jugular vein and the pacemaker remained external on the patient's neck/shoulder. The hospital is aware of this off-label usage. Initially, the pacemaker was pacing appropriately for approximately 5 minutes. The patient was sat up and pacing continued for another 5 minutes. The pacemaker was then interrogated and pacing spikes with no capture were observed. The patient had an asystolic episode due to either loss of output or capture. Cardiopulmonary resuscitation (CPR) and external pacing was required during the ventricular standstill. After the lead was reprogrammed in bipolar configuration with pacing amplitude of 7.5 v, normal pacing resumed.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications. H6: device code corrected.

Event description:
Reportedly, as a temporary measure during an infection, the pacemaker was used off-label and connected to the associated ventricular lead outside of the patient¿s body. The lead was implanted via the jugular vein and the pacemaker remained external on the patient's neck/shoulder. The hospital is aware of this off-label usage. Initially, the pacemaker was pacing appropriately for approximately 5 minutes. The patient was sat up and pacing continued for another 5 minutes. The pacemaker was then interrogated and pacing spikes with no capture were observed. The patient had an asystolic episode due to either loss of output or capture. Cardiopulmonary resuscitation (CPR) and external pacing was required during the ventricular standstill. After the lead was reprogrammed in bipolar configuration with pacing amplitude of 7.5 v, normal pacing resumed.

Event description:
Reportedly, as a temporary measure during an infection, the pacemaker was used off-label and connected to the associated ventricular lead outside of the patient¿s body. The lead was implanted via the jugular vein and the pacemaker remained external on the patient's neck/shoulder. The hospital is aware of this off-label usage. Initially, the pacemaker was pacing appropriately for approximately 5 minutes. The patient was sat up and pacing continued for another 5 minutes. The pacemaker was then interrogated and pacing spikes with no capture were observed. The patient had an asystolic episode due to either loss of output or capture. Cardiopulmonary resuscitation (CPR) and external pacing was required during the ventricular standstill. After the lead was reprogrammed in bipolar configuration with pacing amplitude of 7.5 v, normal pacing resumed.